Event description:
A power on reset (por) occurred. The ins was in the box and never implanted. The ins was being charged up on (B)(6) 2011 in preparation for an implant on (B)(6) 2011. There was trouble maintaining a charge and the recharger displayed a por message. An overdischarge occurred. The ins was charged overnight and the 8840 programmer displayed a por error code of "0x8". Once the por was cleared and date reset, it indicated that the ins was charged for 6.3 hrs with 8 coupling bars. The recharge stats showed a recharge session of 6.2 hrs with battery voltage at 2.375 volt and ended at 4.020 volt. The ins was not used for implant due to the concerns of why the battery depleted so quickly.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.